Event description:
Device 1 of 3. Reference MFR report# : 1627487-2014-03559, 1627487-2014-03560. It was reported the patient alleges the ipg turning itself on and off, "shocking", and heating at his scs ipg pocket site while charging. Surgical intervention may be pending. Additional info is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2014, and the patient's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues. On 08/01/2012 st. Jude medical, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-07262012-001-c, 0167487-12192011-003-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.